Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information was received from the field. The patient presented to the emergency room (ER) with bradycardia. The pacemaker was unable to be interrogated. It was noted the patient had no device follow up since implant. Subsequently, this pacemaker was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.